Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a leak occurred. During preparation for the ablation procedure for paroxysmal supraventricular tachycardia (right atrium), a small amount of leakage was noticed coming from the connection area with the three-way stopcock of the metriq irrigation tubing set. There was not time to replace it and the physician decided to perform ablation with a cryoablation catheter. The procedure was successfully completed and there were no patient complications.